Manufacturer narrative:
(B)(4)-the reported issue of an automix 3+ 3 compounder with a "keypad failure no response" was not confirmed or duplicated. The root cause was not determined. The keypad was replaced as a precaution. A follow-up report will be filed if any additional details become available.

Event description:
Baxter received a complaint from a user facility involving the automix 3+3 compounder. According to the facility, the device's control module keypad is not working at all during programming. No keys are working. This issue happened before use with no patient involvement. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.